Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the pulse generator exhibited intermittent sensing on the atrial channel. The device was reprogrammed and the issue was resolved. No patient symptoms were reported.